Manufacturer narrative:
The date of the event is unknown. A supplemental report will be submitted when provided. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had no image. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: e216 scope communication error a root cause could not be identified. Based on the results of the investigation, the likely cause of the reported no image issue was due to fluid invasion. A root cause could not be identified. Based on the results of the investigation, the cause of the e216 scope communication error was traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.